Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had been hospitalized. Additional information was obtained through follow-up with the pdrn. The patient presented to the hospital on (B)(6) 2022 with complaints of abdominal pain. The patient had pd effluent cultures drawn. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500g (frequency and duration unknown). The pd effluent cultures returned positive for staphylococcus (species unknown). The white blood cell count was 6,795 (unknown units). The patient was discharged on (B)(6) 20222 and continues to complete the antibiotic therapy with ip vancomycin per algorithm. The patient continues to complete pd therapy utilizing the liberty select cycler for treatment. The cause of the peritonitis has been attributed to a lack of aseptic technique by the patient.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there was no allegation of a cycler set defect reported for this event. The pdrn reported the cause of the peritonitis as a lack of aseptic technique by the patient. This is supported by the culture results of staphylococcus. This pathogen colonizes human skin and hands and is responsible for the majority of peritonitis infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: g.2. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that a patient had been hospitalized. Additional information was obtained through follow-up with the pdrn. The patient presented to the hospital on (B)(6) 2022 with complaints of abdominal pain. The patient had pd effluent cultures drawn. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1,500g (frequency and duration unknown). The pd effluent cultures returned positive for staphylococcus (species unknown). The white blood cell count was (B)(4) (unknown units). The patient was discharged on (B)(6) 20222 and continues to complete the antibiotic therapy with ip vancomycin per algorithm. The patient continues to complete pd therapy utilizing the liberty select cycler for treatment. The cause of the peritonitis has been attributed to a lack of aseptic technique by the patient.